Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, the investigation found the downstream occlusion (dso) seal detached and the upstream occlusion (uso) seal had air bubbles. The dso and uso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus port is damaged. However, the investigation found that the downstream occlusion seal was detached, and upstream occlusion seal had air bubbles. There was no patient involvement.